Event description:
Patient representative reported that a patient experienced left side ¿various complaints¿ and that ¿during the revision operation, clear signs of wear and tear of the implants (crinkle on the surface) have been discovered." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.